Manufacturer narrative:
This event is considered reportable because of the reported mesh infection and device removal. It is unknown which of the implanted devices were associated with the mesh infection, however, this event was reported out of an abundance of caution.

Manufacturer narrative:
(B)(4).

Event description:
In a review of published literature, the following findings were noted: between december 1999 and january 2006, 19 patients were identified with ventral hernia repairs performed in contaminated fields. Fourteen patients had prior mesh, 1 identified as goretex. Reasons for contamination included: mesh infection (14), enterocutaneous fistula (7), concomitant bowel resection (8), chronic non-healing wound (2), and necrotizing fasciitis (1). It is unknown which complications are attributed to the gore device.